Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red bumps and felt like a burning sensation. Per review of the patient data flags and recent download of (B)(4) 2021, the data confirms that the patient was not treated. There are no allegations of any bleeding, oozing, or weeping wounds. The patient went to the hospital and was given benadryl by a medical professional. Follow up indicated the irritation improved.